Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent diagnostic laparoscopy, ventral hernia repair near suprapubic tube and cystoscopy due to stress urinary incontinence, cystocele and hypermobile urethra. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence and neuromuscular problems. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.